Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
.

Manufacturer narrative:
(B)(4). Requested and received the following information:

Event description:
It was reported that during an esophagus procedure on a patient with esophageal cancer, the surgeon used the device to anastomose the tissue. A week after the surgery, the patient had an esophagoscopy, and the surgeon found the distance to nose edge 40cm, the anastomosis site had leaked; the size was 0.4*0.4cm and showed edema and white coat. They had to drain and the patient was treated with antibiotic. Now the patient is fine. The customer disposed of the device. Additional information has been requested.